Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on 6/28/2021 due to a system error. Investigation of the customer's complaint of an insufficient heat seal leading to a breach in sterility has confirmed the reported issue. Conmed received one #0036280 returned unopened in original packaging, the reported catalog and lot numbers were verified. A visual inspection found a small encroachment in the seal caused by the device. A functional inspection was then performed, and the devices were dye leak tested per policy. The dye leak testing indicated the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 77 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, catalog # 0036280, lot 202001145, for a possible breach of sterility due to an insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in japan. The completion of the device evaluation confirmed an insufficient heatseal; therefore, this complaint meets the criteria for a reportable event. Due to the breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.